Event description:
It was reported that upon opening a tm cone, size 67mm, the nurse/surgeon identified that the inner tyvek pouch was unsealed and the implant fell out.

Manufacturer narrative:
Investigation is in progress.